Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead exhibited infection and erosion and was part of the system revision. Reportedly, the patient's pocket was swollen and red. There were no additional adverse patient effects reported. The lead was explanted.